Manufacturer narrative:
Na

Event description:
The customer's daughter stated that on (B)(6) 2016 the customer obtained a value of 2.0 inr on his coaguchek xs meter (serial number (B)(4)). There were no changes to his coumadin at that time. On (B)(6) 2016 she drove him to the hospital and he was admitted with the diagnosis of a tia. On admission to the hospital he had lab work, an EKG, and a head CT scan. The only result given by the daughter was that his inr result was 1.6. She stated that he was started on an IV heparin drip. The daughter stated that she felt that her father's tia was due to a possible incorrect result of 2.0 inr on (B)(6) 2016 and that the result delayed treatment for the customer. The customer was still in the hospital and still on the heparin drip when the daughter called on (B)(6) 2016. She stated his laboratory result was 1.7 inr in the morning of (B)(6) 2016 and 1.8 inr in the morning of (B)(6) 2016. There were no further laboratory results reported. His daughter stated that he started using the meter on (B)(6) 2016 while still on the heparin drip. She stated he received a result of 2.6 inr at 3:00 am and a result of 3.5 inr at 10:00 am. During the call she was advised of the limitations of using the meter while on heparin. The package insert says:"testing has confirmed that pt/inr results are not affected by heparin concentrations up to 0.8 u/ml." It was reported that his therapeutic range is 2.0-3.0 inr. He does not have any antiphospholipid antibodies. Thee has been no change in his diet and he did not have any new medications prior to the hospitalization. It was reported that the customer is currently "ok". The patient is currently on a heparin drip. The suspect device was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 202051-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The customer returned his meter and the vial of strips. The were tested with control solution. All measurements were without error messages. The returned meter and strips met specification. The complaint was not substantiated.